Event description:
During an atrial fibrillation ablation, a faradrive steerable sheath was selected for use. During the preparation, it was noted that the hemostatic valve was letting air in. It was tried multiple different angles and aspiration strengths. The sheath was replaced, and procedure was completed without patient complications. The device is not expected to be returned as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.